Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4) , implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (500mcg/ml at 199.88mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that during a fusion on (B)(6) 2018, the hcp nicked the catheter, so they removed the distal portion out of the intrathecal (it) space and would replace that part of it. The catheter segment was replaced the same date. No symptoms were reported. There were no further complications reported at this time.